Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that foreign material was attached to the forceps elevator. In addition, the inside of the light guide lens was dirty yellow. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -the adhesive of the bending section rubber was cracked. -the insertion tube was wrinkled and had a cut. -the universal cord was scratched. -due to wear of the angle wire, the upward angulation did not meet the standard value. -the play of the up/down angulation control knob and the right/left angulation control knob was out of the standard value due to the wear of the angle wire. -lighting was uneven due to damage to the light guide bundle. -water removal ability did not meet the standard value due to air/water nozzle deformation. Olympus medical systems corp.(omsc) confirmed the evaluation result and determined that impacts on the distal end and breaks in the insertion tube could contribute to the reported contamination inside the light guide. The exact cause of the reported event could not be conclusively determined. However, based on the result of the evaluation and the past similar cases, it is possible that moisture infiltrated into the device caused the internal parts of the light guide lens to corrode, and the products due to the corrosion remained inside the light guide lens as dirt. In addition, there was a difference between the reprocessing method carried out by the user facility and recommended by the instruction manual, so it is possible that foreign material had adhered to the forceps elevator. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual states that the distal end, insertion tube, bending section, control section universal cord, and endoscope connector should not be impacted. It also states that an inspection of the external surface of the entire insertion section, and a leakage test before reprocessing should be performed. By handling the device according to this instruction, the user can prevent the reported event and detect anomalies. The reprocessing manual states detailed reprocessing methods for the forceps elevator, around the forceps elevator, and under the forceps elevator. Also, since the instruction manual clearly states foreign matter in the forceps elevator in preparation for use, the reported event can be detected. If additional information becomes available, this report will be supplemented.